Event description:
It was reported that the ilet did not appear to charge despite being connected since early morning; the indicator light was blinking, and after agent-guided troubleshooting that included removing the clip and setting the device right side up, the indicator illuminated steadily, and the device confirmed charging. Symptoms included none. Outcomes included no clinical impact. Investigation included telephone troubleshooting and user education. Investigation of this case revealed user setup error that was resolved by proper device orientation and charger engagement. It was concluded that the device functioned as intended once correctly positioned and connected.